Manufacturer narrative:
Device evaluation of monitor sn (B)(6) has been completed by enginnering. The reported problem (service code 102) has been confirmed. Upon investigation the monitor failed a pulse test and displayed a service code 102 (charge profile fault). Per engineering investigation unable to duplicate open r45. The root cause for the failure could not be positively identified. No adverse event resulted from the damaged monitor. Device evaluation of monitor sn (B)(6) has been completed. The reported problem (service code 102) has been confirmed. Upon investigation the monitor failed a pulse test and displayed a service code 102 (charge profile fault). The cause for the failure was isolated to an open r45 resistor on the computer/analog board. The root cause for the open r45 resistor could not be positively identified. No adverse event resulted from the damaged monitor.

Event description:
A us distributor returned a patient's monitor and reported that the monitor was displaying a service code 102. A us distributor returned a patient's monitor and reported that the monitor was displaying a service code 102.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 102) has been confirmed. Upon investigation the monitor failed a pulse test and displayed a service code 102 (charge profile fault). The cause for the failure was isolated to an open r45 resistor on the computer/analog board. The root cause for the open r45 resistor could not be positively identified. No adverse event resulted from the damaged monitor.

Event description:
A us distributor returned a patient's monitor and reported that the monitor was displaying a service code 102.